Event description:
It was reported that they were receiving an alert 01 (patient line open) upon initiating therapy on the arctic sun device. The patient temperature was 37.4c, target temperature was 36c and 5 pads were connected. Mss had walked through the nurse on how to disconnect and reconnect pads using proper technique and confirmed fluid delivery line was secure on the back of device. The registered nurse remembered they had a device that had a problem last week and thought it might be the same device. The nurse decided to change to another device and send the device with serial number (B)(4) to biomed and the nurse started patient on device with serial number (B)(4) and pads were securely attached. The target temperature was set to 36c and flow rate was at 3.0lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "belt speed controller set too low or failed". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this artic gel pad was unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that they were receiving an alert 01 (patient line open) upon initiating therapy on the arctic sun device. The patient temperature was 37.4c, target temperature was 36c and 5 pads were connected. Mss had walked through the nurse on how to disconnect and reconnect pads using proper technique and confirmed fluid delivery line was secure on the back of device. The registered nurse remembered they had a device that had a problem last week and thought it might be the same device. The nurse decided to change to another device and send the device with serial number (B)(6) to biomed and the nurse started patient on device with serial number (B)(6) and pads were securely attached. The target temperature was set to 36c and flow rate was at 3.0lpm.